Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting institution phone #:(B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint on the intellivue x3 indicating that there was a speaker equipment failure message. It is unknown if the speaker could produce sound. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips provided a quote for services to the customer. No response was received for the quote; therefore, the quote was considered to not be accepted. Because of this, philips was unable to test for the reported problem. The reported problem was not able to be confirmed. Philips was unable to confirm the final disposition of the device because the customer was considered to have refused service, due to the service quote not being accepted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.